Manufacturer narrative:
(B)(4). Additional : it was reported pull off suture needle. One empty opened box, an empty labeled winding former, a detached needle and one dispensed suture of product code sxpp1b420, lot maj738 were received for analysis. During the visual inspection of the sample, it was observed that needle was broken in the swage area. Also, there are slightly marks on the body needle. The suture was examined for visual inspection defects and there was a needle piece attached in the suture. The assignable cause of pull off suture needle is broken needle. However, the broken needle cannot be concluded, and an additional evaluation is necessary to determine the failure mode. Additional evaluation: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: when did the needle detach from suture; in the package/during handling(before use on patient/during actual use on patient? No further information is available. How was case completed? No further information is available. Device return status/ follow up when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a barbed suture was used. It was found that the suture had been detached from the needle. There were no adverse consequences to the patient. No additional information was provided.